Event description:
Additional information received reported that there was resistanceat ica bifurcation level. There was no damage to the pipeline pushwire or catheter observed. The pipeline had not been placed in a vessel bend when it failed to open. Only resheathing was completed to attempt to open the pipeline.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was resistanceat ica bifurcation level. There was no damage to the pipeline pushwire or catheter observed. The pipeline had not been placed in a vessel bend when it failed to open. Only resheathing was completed to attempt to open the pipeline. From pe-705796068-2023-aug-31 mpxr 1093947 (rep, hcp, for): medtronic received a report that the first distal opening had an issue with the tip coil of the flow diverter because it was getting stuck in the perforators. There were a lot of challenges while resheathing the device. The phenom 27 and any accessories were prepared as indicated in the instructions for use (IFU). The phenom 27was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.   The patient was undergoing surgery for an aneurysm treatment by flow diverter. The access vessel was the internal carotid artery (ica) with a diameter of 3.75mm. It was noted the patient's vessel tortuosity was moderate.

Event description:
Medtronic received a report that while opening, first distal opening was an issue and then tip coil of the flow diverter was getting stuck in the perforators. There were lot of challenges while resheathing the device. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The angiographic result post procedure was another device was deployed successfully. The patient was undergoing surgery for treatment of a saccular aneurysm located in the internal carotid artery (ica) with a max diameter of .5mm (blister aneurysm). The landing zone was 10mm distally and 10mm proximally. It was noted the patient's vessel tortuosity was moderate.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex w/ shield device and phenom-27 micro catheter were returned for analysis within shipping box; within their respective outer cartons and within their respective opened inner pouches. The pipeline flex w/ shield braid was already deployed and stuck within the phenom-27 hub. Visual inspection/damage location details: no damages or irregularities were found with the phenom-27 catheter hub. Dried saline and the pipeline flex w/ shield braid were found within the hub. The phenom-27 micro catheter was found kinked at ~12.8cm and found flattened at ~7.2cm from the distal end. The distal tip and marker band were found crushed. The hypotube was found stretched, with the ptfe shrink tubing still intact at the same location. No damages were found with the resheathing pad, resheathing marker or with the proximal bumper. The distal delivery wire was found separated between the resheathing pad and the dps sleeves. The distal segment was not returned for analysis. Once removed from the micro catheter, both braid ends were found fully opened, damaged, and frayed. Testing/analysis: the phenom-27 micro catheter total length was measured to be ~158.8cm and the usable length was measured to be ~152.1cm, which is within specification (specification: total (ref) = 156.5cm, usable = 150cm ± 5cm). The micro catheter was cut to remove the braid. The micro catheter could not be testing with resistance as the micro catheter was damaged during the extraction. The inner diameter of the micro catheter was measured to be 0.0270¿ at the hub, which is within specification (specification: 0.027¿ ± 0.001¿). The inner diameter at the distal tip could not be measured due to the damages. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ could not be confirmed as the braid was found fully opened during analysis. Possible causes for incomplete open during the procedure are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, or inappropriate anatomy. The braid was found damaged. Possible causes for pipeline damage are high force delivery, over-manipulation, delivering/retracting pushwire against resistance, or deploying/resheathing braid against resistance. Customer reported all devices were prepared per IFU, vessel tortuosity as moderate, and pipeline was not placed in a vessel bend. The customer report of ¿resistance/stuck during delivery¿, ¿resistance during resheathing/failure to resheath¿ and ¿catheter resistance¿ were confirmed as the damages found were consistent with resistance. Resistance is therefore, a possible cause of the failure to open. From the damages found: hypotube stretched, braid damaged/frayed, distal wire break, and micro catheter, it is possible high force was used against resistance. Possible causes for resistance during the procedure are damage/fraying of the braid, patient vessel tortuosity, insufficient continuous flush, damage to the micro catheter, or user pulls back on/torques wire while advancing ped in micro catheter. The pipeline flex w/ shield device is compatible for use with the phenom-27 micro catheter. The broken distal delivery wire was sent out for sem testing, which confirmed the high force. Sem report: ¿the broken end failed via tortional overload¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.